Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on 05/08/2010 and operated successfully until (B)(4) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The recorded temperature at the time of one of the self tests was as low as minus 4.7 degree centigrade indicating the device was exposed to adverse environmental conditions. The problem with the device was attributed to a fault in the membrane. The root cause of the problem was attributed to the inadequate storage of the device and its exposure to extremely low temperatures which can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.